Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported by a company rep through the review of the pt's programming that a programming anomaly was noted. The event was noted as a battery life calculation was requested by the office of the treating neurologist. The event was noted on (B)(6) 2006 where faulted diagnostics occurred. The pt was initially interrogated on (B)(6) 2006 to 1.75/30/500/30/1.8 and then interrupted system diagnostics occurred. The pt's settings were changed to 1/20/500/30/60. The pt left the office and remained at those settings until the office visit of (B)(6) 2006 where the settings were corrected to 1.25/20/500/30/60.